Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) and angina occurred. In (B)(6) 2012, the patient presented with a 2-month history of chest pain and shortness of breath (sob). In (B)(6) 2012, the patient presented due to stable angina. Nuclear stress test revealed inferior scar and lateral ischemia. Subsequently coronary angiography and the index procedure were performed. The target lesion was a de novo lesion located in proximal portion of the saphenous vein graft (svg) to 1st obtuse marginal (om1) branch with 95% stenosis and was 8 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct placement of the 3.0 x 12 mm promus element¿ plus study stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel the following day. In (B)(6) 2013, the patient presented with stable angina and was hospitalized on the same day. The patient was referred for cardiac catheterization. Coronary angiography was performed and revealed 80% isr of the previously placed study stent located in the proximal portion of svg to 1st om. It was treated with placement of a 3.00 mm x 30 mm non bsc drug-eluting stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).